Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The user received a questionable low result for human chorionic ganodotropin + beta (hcg) for one patient sample. All hcg testing for both the initial and second sample were run from the primary sample tube. The initial hcg result gave 0.323 miu/ml. This result was reported outside the laboratory. On (B)(6) 2010 the patient had a second sample collected and tested to double check the initial hcg result. This second sample gave an hcg result of > 10000 miu/ml and was accompanied bya data flag. This second sample was repeated with dilution giving a hcg result of 17235 miu/ml. The original sample was repeated on (B)(6) 2010 because the initial hcg result of 0.323 miu/ml from this sample did not match the hcg results obtained from the second sample. The repeated hcg result run from the original sample gave > 10000 miu/ml and was accompanied by a data flag. The original sample was repeated a second time with dilution giving an hcg result of 12214 miu/ml. Neither medical intervention nor treatment was provided to the patient as a result of this discrepancy. The hcg reagent lot number was 15851501. The investigation found the customer is not using rack adapters as recommended and insufficient sample clotting time of less than 20 minutes as possible causes for the low hcg result.